Event description:
Patient received sedation en route to the operating room, arrived in the operating room and the monitor on the anesthesia machine was not functioning (in order to view vital signs). The patient was alert and in attendance of a certified registered nurse anesthetist (crna) at all times while a new anesthesia machine/monitor was brought into the operating room. There was no harm to the patient but there was a delay in the start of the procedure while non-functioning equipment was replaced. Biomed inspected the monitor (ge model carescape b850) and assessed that the touch screen was not working. Further investigation revealed user error: the usb cable for the touch screen was installed in a usb port other than port 1. The usb cable for the touch screen function is dedicated to port 1 on the monitor--which means it will only function when plugged into port 1. Staff reminded of this important step that is documented in the equipment's user manual (which is read by and readily available for staff for resource information).